Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: the device was received and evaluated at the service center. The reported complaint that the device does not work was confirmed. It was found that the burr does not fit into the device because of wrong o-ring. The device was modified accordingly, tested and found to be fully functional. Given the information provided, we cannot discern a definitive root cause of the installation of the wrong o-ring. The service history has been reviewed in lieu of the device history record for this device since it was previously serviced. The device was last serviced on 02/18/2020 and passed all functional testing before being returned to the customer. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4).

Event description:
It was reported the device doesn`t work at all. No patient involved.